Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratched. The procedure was completed same day with another iol.there was no patient contact.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge and viscoelastic were used with a qualified handpiece. The company lens is only qualified for use in the company cartridges. The product was not returned. The root cause for the reported complaint was most likely related to a failure to follow the IFU (instructions for use). A non-qualified cartridge and non-qualified viscoelastic as used. The IFU instructs: company foldable iols (intraocular lens)are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).